Manufacturer narrative:
The technician found damaged pins on the side-com board. The technician replaced the side-com board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged no communications or nurse call on the bed. No injury reported.